Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07343. It was reported that the patient presented to the clinic for a follow up. Interrogation showed the atrial and right ventricular (rv) lead were both exhibiting over-sensing due to noise. The patient was asymptomatic. The physician capped and replaced the atrial and rv lead on (B)(6) 2020. The patient was stable throughout.